Event description:
It was reported that when the pt tried to remove the catheter, it was hard to remove due to being "stuck." The pt came back to the hospital. This event occurred in the pacu department and the insertion site was the interscalene. The anesthesiologist tried to remove the catheter and also had difficulty. The anesthesiologist then injected saline through the catheter to help enlarge the space where the catheter tip was and to release it from what it was stuck too. The catheter was then able to be removed. It was noted that the tip of the catheter seems to have a small section of the "bullet" tip coming apart. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
MFR control no: (B)(4).